Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received absence of no delivery alarm. The customer's blood glucose level was 105mg/dl at the time of incident .troubleshooting was not performed. The device will not be returned for analysis.

Manufacturer narrative:
Customer complaint notes, stated absence of no delivery alarm. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No absence no delivery alarm anomalies noted. Device history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the insulin pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4).